Event description:
It was reported the patient presented to the ER with altered mental status. The patient responded to narcan. It was noted the hcp was unsure if it was pump related. It was further reported the cause of the event was oversedation which was attributed to oral medications. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).